Manufacturer narrative:
All buttons were functioning properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector was noted during visual inspection. The pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms, unexpected no delivery alarms or displacement anomalies were noted. The rewind functioned properly during testing. The pump was monitored and no unexpected off no power or battery out limit alarms or blank display anomalies occurred during testing. The motor was tested outside the device and it passed. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors and cannot exit the prime sequence. The customer's blood glucose reading was 57 mg/dl at the time of incident. Troubleshooting found that the pump may have been exposed to a metal detector. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.